Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test and displacement test. The device alarmed motor error during basic occlusion test and prime at 4.0 lbs during prime test due to force sensor resistor damage by moisture. Unable to perform occlusion test or excessive no delivery test due to prime alarms. The motor was tested outside the device and passed. The device was received with cracked case at the display window corners, reservoir tube window corners, reservoir tube window and battery tube threads. The device was received with minor scratched display window and case.